Event description:
It has been reported to philips that the system will not boot up after a reboot. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the pdu fan tray dcps was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Restarting the system did not resolve the issue. During troubleshooting, the fse found that the input power was good, but there was no output power. The fse replaced the pdu fan tray dcps. The defective pdu fan tray dcps was returned to philips for further analysis. The cause of the pdu fan tray dcps failure could not be conclusively determined by the supplier's part analysis, however the replacement of the pdu fan tray by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.